Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe was unable to be inserted into the 25g trocar prior to a vitrectomy procedure.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the probe was returned for evaluation. The probe was manufactured on february 26, 2018. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample. Through visual evaluation, it was determined that there was excess adhesive residue on the cannula tip. The reported event was replicated, as the sample could not be inserted into trocar cannula. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe-cannula tip. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).